Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that on multiple occasions, the customer had observed air bubbles in the tubing while loading the cartridge and fill tubing step. To remove the air bubbles, the customer would prime the tubing until the air was removed. The customer's blood glucose level was not impa.